Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients stimulation made the pain more noticeable. The patient underwent a lead revision procedure and an explant procedure wherein the ipg was removed. No device malfunction suspected.